Manufacturer narrative:
The complaint allegation is confirmed. One unpackaged ar-9597-10 batch 37622248 was received for investigation. The reamer ar-9676 was received stuck inside. The shoulder of the ar-9676 is sitting flush against the sleeve. Because the devices were stuck, it was not possible to measure the ID of the sleeve or od of the reamer. Visual evaluation found multiple dents, and scratches around the shaft and in the collar sleeve. The observed condition is most likely the result of overheating during use caused by overstressing a device that is damaged naturally and inevitably as a result of normal wear or aging.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024 , it was reported by a sales representative via sems-06682699 that an ar-9676 angled reamer, drive shaft was stuck together with an ar-9597-10 angled reamer sleeve, 10° after a case. This was noticed after use, with no patient harm reported.